Event description:
Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). H2: additional information. MFR (3004753838-2025-071592) was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Event description:
The complaint states that an unexpected receiver shutdown was reported. Product was provided for investigation but there was no data in the investigation window. The allegation was undetermined via product. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).